Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported there was a sudden increase in high impedance on the right atrial (ra) lead and a polarity switch was noted. The lead was reprogrammed to bipolar configuration and remains in use. No patient complications have been reported as a result of this event.